Event description:
It was reported that during patient treatment, the ventilator generated errors for disables valves, expiratory channel failure and communication error. The unit was stopped. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the ventilator generated errors for disables valves, expiratory channel failure and communication error. The unit was stopped. The evaluation of the device logs confirms that the reported technical errors occurred once on (B)(6) 2020, together with alarms indicating that ventilation stopped. The event was preceded of several clinical alarms. Ventilation was started two days before the event. The last pre-use check before the event passed almost a month before. It is recommended to always perform a pre-use check immediately prior to ventilation start. The returned control printed circuit board (pcb) was examined by the r&d department. No issues were found, the control pcb worked as expected. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this are planned with an upcoming software release.

Event description:
Manufacturer ref.#: (B)(4).